Event description:
It was reported that the pump shut off unexpectedly. There was no reported impact to the customer's blood glucose level. No additional information was provided. Multiple attempts were made by tandem technical support to follow up with the customer for troubleshooting, but no response was received.